Event description:
It was reported that the initial line was inserted where ECG was perfect. The stylet was removed, flush was ok with allegedly no blood return. Stylet was apparently put back in, rethreaded, looked good and allegedly no blood again. An over the wire exchange performed in field to complete the procedure. No harm to patient.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated the information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. If this event were to recur, it does not pose an incremental risk of harm to the patient, user, or other person. Therefore this event is deemed not reportable per 21 cfr part 803.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn1462 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the initial line was inserted where ECG was perfect. The stylet was removed, flush was ok with allegedly no blood return. Stylet was apparently put back in, rethreaded, looked good and allegedly no blood again. An over the wire exchange performed in field to complete the procedure. No harm to patient.